Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the cv-290 and clv-290sl, an endoscopic image was not displayed on the monitor and the monitor froze. The user restarted the device and the device worked properly. The user completed the procedure by using the device. There was no report of patient injury associated with the event. This is a report for cv-290.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.